Event description:
Pt was not feeling well and was having difficulty walking. Reporter tested pt's blood glucose, using the suspect device, and obtained a result of 240 mg/dl. Based on pt's symptoms, and upon their arrival, pt was transported to the emergency room. Approx 30 - 45 minutes after initial result of 240 mg/dl, pt's blood glucose reportedly measured 80 mg/dl, on a hospital's blood glucose monitor. Pt was not given any treatment for blood glucose. Pt was reportedly diagnosed with vertigo, given a prescription, and was subsequently released from the emergency room. Pt's current condition: "retesting, due to vertigo," quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement was shipped.